Manufacturer narrative:
The catalog number is unknown, if received it will be provided. Complaint conclusion: as reported, the patient underwent placement of the optease vena cava filter. The indication for the filter placement was not reported. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, perforation and tilt, that cause injury and damage to the patient. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported filter tilt could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. The brief also reported perforation. However, a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, perforation and tilt, that cause injury and damage to the patient.

Manufacturer narrative:
It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused perforation, tilt, blood clots, clotting and/or occlusion of the inferior vena cava (ivc). The patient also reported mental anguish for fear of device malfunction in the future, pain in the lower right abdomen, and continues to experience blood clots. The patient became aware of the events eleven years and five months post implant. The indication for the filter implant was pulmonary embolism in a patient that developed a gastrointestinal bleed while on anticoagulation. The filter was placed via the left femoral vein and deployed in the inferior vena cava after identifying the bifurcation of the vena cava and the renal veins. The patient tolerated the procedure well. The patient subsequently reported becoming aware of filter migration, filter fracture and perforation abutting an adjacent organ, approximately thirteen years and five months post implant. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. Ivc filter tilt has been associated with operator technique and vessel anatomy, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU), noting that vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The IFU also states that filter fracture with perforation is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Ivc filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the IFU as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Without images available for review the reported events could not be confirmed or further clarified. Due to the nature of the complaint, the reported pain experienced by the patient could not be confirmed and the exact cause could not be determined. Anxiety and pain do not represent a device malfunction and may be related to underlying patient specific issues. There is nothing in the reported information to suggest that there is a design or manufacturing related issue, as such no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
Per the information received in the redacted-amended patient profile form (ppf), the patient additionally reports migration of the filter, fractured filter struts retained within the ivc and perforation abutting an adjacent organ, becoming aware of these events about thirteen years and five months post implant.

Manufacturer narrative:
Additional information was provided and is available in: section a2 (age at the time of event, date of birth) section b3 (event date) section b5 (event description) section d1 (brand name) section d4 (model, catalog, lot number, and expiration date) section g4 (date received by the manufacturer and PMA/510(k) number) section h4 (manufacturing date) section h6 (evaluation codes) the implant date was confirmed to be accurate. Complain conclusion: it was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, perforation and tilt, blood clots, clotting and/or occlusion of the inferior vena cava (ivc). The patient is also reported to have experienced mental anguish for fear of device malfunction in the future, pain in the lower right abdomen, and continues to experience blood clots. The patient became aware of the events eleven years and five months post implantation. The indication for the filter implant was pulmonary embolism in a patient that developed a gastrointestinal bleed while on anticoagulation. The filter was placed via the left femoral vein and deployed in the inferior vena cava after identifying the bifurcation of the vena cava and the renal veins. The patient tolerated the procedure well. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, clotting and occlusion related to clotting do not represent a device malfunction, rather clinical factors that may have influenced the events include patient, pharmacological and lesion characteristics. Without procedural films or post-implant images for review, the reported filter tilt, and perforation of the ivc could not be confirmed. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousity. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Due to the nature of the complaint, the reported pain experienced by the patient could not be confirmed and the exact cause could not be determined. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. There is nothing in the reported information to suggest that there is a design or manufacturing related issue, as such no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, perforation and tilt, that cause injury and damage to the patient. According to the information received in the patient profile from (ppf), the filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, perforation of filter strut(s) outside the ivc, tilt, blood clots, clotting, and/or occlusion of the ivc. The patient became aware of the events eleven years and five months post implantation. The patient is also reporting to be suffering from mental anguish for fear of device malfunction in the future, pain in the lower right abdomen, and continues to experience blood clots. The following additional information received per the medical records state that the patient has a history of pulmonary emboli with gastrointestinal bleed. During the implant procedure, the right femoral vein was punctured with a needle using the seldinger technique. A guidewire was advanced into the inferior vena cava. The introducer was then advanced into the right common iliac vein. The filter was then advanced through the catheter and placed into the ivc. The patient tolerated the procedure well.